Event description:
The customer received a blood glucose reading of 25mg/dl on the breeze2 and did not feel well. She was dizzy. Further information was not provided. Test strip information was not provided. Product was not expected to be returned. Product was not replaced.